Manufacturer narrative:
Device was received with battery voltage in normal range. Electrical and mechanical tests indicated normal device functionality. Output verification and capture tests were performed and it was able to sense and capture within the product specification. There were no device anomalies found that would have contributed to the issues reported from the field. Despite extensive efforts, output anomaly could not be reproduced in the lab. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, as the lead was positioned with all psa measurements within range. However, when the lead was connected to the pacemaker, r wave height was remarkably deteriorated while no changes were observed on threshold and the impedance. The lead was repositioned with all psa measurements within range. As nothing abnormal noted after re-positioning the lead, the connection was performed again but the pacing could not be performed even at high output. The device was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient.